Event description:
During a clinical trial sponsored by bwi, following a procedure with a navistar thermocool catheter the patient experienced chest pain and fever. Both symptoms were classified as definitely procedure related. No medical intervention was provided for the chest pain; however the patient did require extended hospitalization and medication for the fever. Both symptoms resolved without sequelae.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered a fever requiring medication (unspecified). Less than 7 days post-procedure, the patient developed a fever. Medication (unspecified) was administered. Issue resolved without sequelae. Patient required extended hospitalization as a result of the adverse event. Cardiovascular medical history includes brugada syndrome. Principal investigator assessed this event as mild in severity, serious, not device-related, and possibly index procedure related. (B)(4).